Event description:
Additional information received notes that the patient was admitted to the hospital and was at syncope. The noise was over-sensed and resulted in pacing inhibition. The pacemaker was reprogrammed.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise problem on the patient's pacemaker. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.